Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013; 4968-35 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room (ER) due to an audible lead integrity alert (lia) on the right ventricular (rv) lead. The right ventricular (rv) lead was found to have oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.